Event description:
It was reported that the customer has experienced a problem with the sensor needle getting stuck inside her body after insertion. It was stated that the issue has occurred twice. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.